Event description:
Tpn tubing opened for pt's wife's use and appeared to be "cut." Saved one for the rn to see along with the package from which tubing was removed. No damage noted to the pkg. Tubing severed with a clean, straight cut where it should be attached to the cassette which "locks onto" pump.